Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, inflation difficulties and a pinhole occurred. The physician attempted to inflate the stent delivery balloon of the 2.75 x 32 mm taxus express2 drug eluting stent at 9 atms, but the stent would not dilate completely. The physician then attempted to dilate the balloon to 10 atms, and reported that the balloon would not inflate to more than 10 atms. The physician's opinion was that there was a pinhole in the stent delivery balloon. The final stent was fully dilated, well apposed, and well positioned. The stent delivery system was removed from the pt without complications, and the pt condition is listed as good. Further info was requested but unavailable.